Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter displayed an error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the error message ¿strip error - retest with a new strip¿ first occurred on ¿the morning of (B)(6) 2015¿. The patient manages his diabetes with oral medication, diet and/or exercise. He denied making any changes to his usual diabetes management routine as a result of obtaining the alleged error message. He alleged that ¿immediately¿ after the start of the alleged issue, he developed symptoms of ¿shakiness and pain from poking finger¿. He denied receiving any treatment for his symptoms. During troubleshooting, the cca noted that the patient had been using the meter for the first time. The cca walked the patient through resolving the issue and the issue was resolved. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hypoglycemia after the alleged error message began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.